Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for an ablation procedure, the faradrive steerable sheath clear was selected for use. While prepping the sheath and prior to insertion, the sheath was flushed and aspirated with a 50cc syringe via the flushing port; the white tap faced towards the side port, the distal end of the sheath was merged into a bowl of water and air was observed in the side port. Despite multiple attempts to flush and aspirate the device, the issue persisted. An attempt was made to manually seal the hemostatic valve, and it was noted that it was not sealing properly. Subsequently, the sheath was replaced, and the procedure was completed. There were no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the outer valve.

Event description:
It was reported that air was observed in the sheath side port during preparation.during preparation for an ablation procedure a faradrive steerable sheath was selected for use. While prepping the sheath (prior to insertion), the device was flushed and aspirated with a 50cc syringe via the flushing port; the white tap faced towards the side port, and the distal end of the sheath was merged into a bowl of water. At this time, air was observed in the side port. The device was flushed/aspirated several times, but the issue could not be resolved. An attempt was made to manually seal the hemostatic valve, and it was noted that it was not sealing properly. The sheath was replaced, and the procedure was completed. There is no report of patient complications. The device was returned for analysis.